Manufacturer narrative:
Concomitant medical products: product ID: 3389, product type: lead. Product ID: 37086, product type: extension. (B)(4).

Event description:
The company representative (rep) reported that the patient developed an infection of the wound months after the implant. The patient experienced dehiscence in correspondence of the stimulator. This event resulted in complete removal and antibiotic therapy. The cause of the infection was not linked to the implant event, probably due to systems rejection. The patient fully recovered. If additional information is received, a follow up report will be sent.